Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: power reboots were observed in the black box data. The battery cap was stripped and was unable to maintain an electrical connection; power reboots were duplicated as a result. The battery cap contact height and width measured within specifications. A test cap was used for testing purposes. The pump was exercised for 24 hours with a test cap with no further power loss occurrences. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.